Event description:
An attorney alleged the concentrator alarm malfunctioned during use. The patient reportedly sustained injuries and ultimately died as a result. No additional information was provided.